Manufacturer narrative:
Other, other text: one level 1 hotline disposable was returned for analysis. Visual inspection was performed at 12? Under normal lighting to received unit, in order to detect any damage in the device. The following are relevant documents, which were reviewed and considered adequate and correct for testing and inspection activities: procedure for assembly, inspection and packaging of l-70. Incorrect application of solvent to component; component dipped too lightly onto sponge or solvent applied to component dried before insertion for this occurrence the mitigation to detect this is: leak testing and visual aids. Incorrect bond engagement; not enough force used to insert tubing into component for this occurrence the mitigation to detect this is: leak testing and visual aids. Incorrect solvent dispenser set up; insufficient solvent in the sponge for this occurrence the mitigation to detect this is: leak testing and visual aids. Production performs 100 percent visual inspection to components and assembly in order to verify that there is no deformed or damaged components in the assembly that could cause a bad functionality or leak of the device. Quality takes a sample performed daily sampling for each tester that is in use, at the beginning of the shift and every four hours. The most probable root cause is: the luer connector suffer damaged after the product left the facilities. No corrective actions are required since it?s unlikely that the luer connector got damaged during the manufacturing process.

Event description:
Information was received indicating that the infusion side connector to a smiths medical level 1 hotline disposable administration set was found cracked. There were no reported adverse effects.